Event description:
It was reported that a helical blade coupling screw was found broken during sterile processing. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A product development investigation was performed: one of the following was received: helical blade coupling screw (part # 357.377 / lot # 5149879 / mfg. Date: 04/2006). The returned device shows significant use during its 9+ year lifespan. The device has numerous marks, dents, and roll marks on the shaft and knob that are consistent with regular hammer strikes and use. The knob was received detached from the shaft. This complaint condition is confirmed, and the most probable root cause of this complaint is excessive hammering during use over time. A visual inspection, functional test, complaint history review and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. The helical blade coupling screw is a component of the titanium trochanteric fixation nail (tfn) system intended for the intramedullary fixation of proximal femur fractures. The technique guide was reviewed for proper use of the instrumentation for this system. Drawings for the device(s) were reviewed. No drawing issues or discrepancies were noted. The design is adequate for its intended use and did not contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4): DHR review ¿ DHR 357.377 lot 5149879 released 4/12/06. Isimac machine company manufactured the helical blade coupling screw, part number 357.377, and lot number 5149879. The supplier¿s certificate of compliance indicates the parts were manufactured to part number 357.377, and met required specifications. The lot was inspected and conformed to inspection requirements, completed 4/8/06. No mrrs or ncrs were generated for this lot. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: no patient involvement. Event date: unknown. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.